Event description:
Diffuse lamellar keratitis (dlk) was observed one day post operatively after pt had bilateral refractive surgery. The flap was lifted and the collagenases in both eyes were irrigated. The dlk has resolved. Visual acuity in both eyes is 20/15.